Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A female patient reported that she was diagnosed with fusarium keratitis while using renu with moistureloc multi-purpose solution. She reported that her eyes began to feel "scratchy" and in 2006, she awoke with "cutting right eye pain, so painful that [she] could hardly stand it." Her symptoms also included blurred vision, clear to yellow discharge, photosensitivity, and tearing which prevented her from driving. She stated that she missed 3 weeks of work due to the pain. The patient was referred to an ophthalmologist who diagnosed her with a fungal infection od. Cultures were taken and were positive for the fusarium fungus. She was referred to a corneal specialist who diagnosed her with a corneal scratch of the right eye. The physician prescribed natacyn and gentamicin eye drops. Medical records note that she has scarring within 4 mm of the central cornea and visual acuity od is 20/50 with pinhole of 20/40. Four months later, the patient reported her symptoms have resolved, although treatment is ongoing.